Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose monitor within 10 minutes. Results of 228 mg/dl, 117 mg/dl, 227 mg/dl, and 501 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Additionally, the results of 228 mg/dl, 117 mg/dl, 277 mg/dl and greater than 500 mg/dl were found in the device's internal memory log all within 10 minutes. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.